Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported event. The evaluation uncovered worn out video connector which caused poor connection and need replacement. The faulty parts were replaced, and the software was updated to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, evis exera iii video system center due to getting black image when using the scope, the customer tried the scope on another tower and it worked. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation summarized that the connection with the scope was insufficient, and the image defect occurred due to the excessive force exerted by the user to insert and remove the video connector. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: never apply excessive force to connectors. This could damage the connectors.